Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation site: cq zuchwil. Selected flow: device interaction/functional. Visual inspection: the pfna blade is completely stuck in the in protection sleeve. The blade is inserted about 45 degrees offset from the citrus shaped marking on the sleeve. There are excessive hammer and tool marks all over the sleeve and the blade, most likely caused during removal attempts of the jammed blade. Document/specification review: the pfna surgical technique (036.000.035 dsem/trm/0714/0109(4) 09/16) was reviewed, following relevant statement of section 9 insert pfna-ii blade can be pointed out: insert the blade-impactor assembly over the guide wire. Push the button on the protection sleeve, align the blade (note marking on the protection sleeve) and advance the blade impactor assembly further through the protection sleeve. Investigation conclusion: the complaint is confirmed as the blade is stuck in the protection sleeve as stated in the event description. Based on the position of the blade it can be concluded the malfunction was caused by an unintended user error as the blade was not aligned with the marking on the protection sleeve during the insertion as required in the surgical technique. This misalignment is also confirmed in the event description of the complaint with the statement that the surgeon inserted the blade into the protection sleeve without checking the inward shape of the sleeve and the shaft shape of the blade based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. The root cause was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps are not required. Device history lot part: 356.818, lot: 2259338, manufacturing site: bettlach, release to warehouse date: march 29, 2007. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent osteosynthesis surgery for femoral trochanteric fracture with a pfna protection sleeve and the blade. During the blade insertion, the surgeon inserted the blade into the protection sleeve without checking the inward shape of the sleeve and the shaft shape of the blade. The devices became stuck in each other. The surgeon couldn¿t dissemble them. The surgery was completed successfully with other devices with less than 30 minutes delay. This is report 1 of 2 for (B)(4).